Event description:
Caller states patient received result of hi (greater than 600 mg/dl) on the (B)(4) advantage system while using comfort curve test strips. A lab comparison returned as 254 mg/dl within 10 minutes. Caller states the patient thought she may have had sugar on her hands. Caller states the patient may have been treated with insulin. No adverse event reported. Requested return of suspect device however test strips have been discarded; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.